Event description:
Patient reported right-side "internal rupture", "collection between the prosthesis and the muscle", "axillary lymphadenopathy", "axillary lymph nodes (3) with cortical diffuse thickening", "nodules", "radial folds", and "more round shape then usual, associated with thickening and late highlight to contrast of fibrous capsule for both sides, suggestive of capsular contracture." Bajer grade 3. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, lymphadenopathy, rupture, seroma-late.

Event description:
Patient reported right-side "internal rupture", "collection between the prosthesis and the muscle", "axillary lymphadenopathy", "axillary lymph nodes (3) with cortical diffuse thickening", "nodules", "radial folds", and "more round shape then usual, associated with thickening and late highlight to contrast of fibrous capsule for both sides, suggestive of capsular contracture." The device remains implanted.